Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was discovered the leadless pacemaker (lp) was sensing suspected electromagnetic interference (emi). No changes or interventions were performed. The patient was in stable condition.